Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer: returned product analysis of the taxus element/ion stent delivery system (sds) revealed the balloon was tightly folded with the stent between the markerbands. There were several struts stretched and lifted in the first four distal rows. There were multiple kinks in the hypotube. There was no other damage to the sds or stent. The undamaged outer diameter (od) of the stent was measured and found to be within specifications. There was no evidence of material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure , stent damage occurred. The target lesion was located in a circumflex artery. The procedure was a bifurcation technique. Two unknown manufacture's guide wires were in the vessel, one in the obtuse marginal and the other going down the circumflex artery. The ion mr us 20mm x 2.50mm stent delivery system failed to cross the lesion in the very calcified obtuse marginal. The ion stent delivery system was removed from the patient and the physician noted raised struts on the proximal end of the stent. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.